Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Infection/erosion issue does not require analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection with sepsis. The patient also had a congestive heart failure. There were no additional adverse patient effects reported. This previously abandoned rv lead remains capped.